Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 23 mmol/l at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose level. The customer was treated with correction with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that they did not alleging insulin pump was under delivering. The insulin pump will not be returned for analysis.